Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 25-oct-2022 h6: investigation summary fifteen samples and six photos were provided to our quality team for investigation. Through visual inspection, it was observed that all sample have acceptable amount of silicone which is used in the manufacturing process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the product, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the reported defect not a true defect, no corrective actions are necessary. A device history record review was completed for provided lot numbers. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber.